Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The dragonfly optis referenced is filed under a separate medwatch report number.

Event description:
It was reported that during use, when removing the hi-torque balance middleweight (bmw) guidewire, the guidewire looped around the dragonfly optis imaging catheter. There were no adverse patient effects and no clinically significant delay in the procedure. A non-abbott guidewire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.